Manufacturer narrative:
Zoll has not received the solex 7 catheter for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, the solex 7 catheter was placed in the patient's right jugular vein for therapeutic hypothermia. After few hours of catheter insertion, the catheter was found to be inserted too far. The physician then re-positioned the catheter to the 18 cm marker. After 3 days of the catheter insertion, the user noticed leak at the insertion site. By the time the leak was noticed, treatment was already been stopped and all medications infusing through the line were moved to peripheral IV's. The patient was already re-warmed and additional temperature management was not needed. Per user, the catheter was not sutured to the manifold or with the suture tab. Instead, it was sutured around the shaft of the catheter. Catheter was found to have migrated out to the 15 cm marker (previously at 18 cm). Per user, the physician was not experienced in catheter placement, never placed catheter before. No patient consequences.

Manufacturer narrative:
The reported complaint of the solex 7 (lot # 89481) catheter leak was not confirmed. No leak was observed during functional testing. There were no device deficiencies found during the evaluation of the catheter, which could have caused or contributed to the reported event. The cause for the migration of the catheter from 18 cm to 15 cm marker was due to the catheter being sutured around the shaft instead of manifold due to user error. Per IFU (instructions for use), use the juncture luer side wings (manifold) as the primary suture site to minimize the risk of catheter migration. Do not suture directly to the outside diameter of the catheter, to minimize the risk of cutting or damaging the catheter or impeding catheter flow. A visual inspection of the returned catheter was performed and found no physical damage to the catheter. The serpentine balloons were examined and there were no tears, balloon bond detachment or rupture noted. The catheter was returned with a black braided thread attaching to the catheter shaft, measured at 11cm away from distal end of manifold. The thread was removed. No discrepancies or issues were noticed on the shaft. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed on the shaft. All lumens flushed as intended. In addition to that the returned catheter was connected to our standard suk and ran with the thermogard xp ivtm system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. During manufacturing, all catheters are 100 % inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process. Informed clinical field specialist to provide training to the physician on catheter insertion.